Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced intermittent stimulation. Subsequently, the patient underwent additional scs lead implant procedure on (B)(6) 2017. However, during the surgery the ipg was explanted and replaced electively and the terminal end of the alleged lead was stuck in the explanted ipg. The lead was left implanted but not in service. Reportedly, the patient is receiving effective therapy with a new model.